Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and a broken occluder foot beneath the white twist clamp was observed. Leak testing was performed and an internal leak through a closed clamp was observed. No external leak was observed. Clear passage testing was performed and no issues were observed. The reported condition was verified. The cause of the condition was undetermined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked with the twist clamp closed. This was observed after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.